Event description:
Rptr has had 2 incidences in her hosp where pts did not receive epidural medications because the pump does not have an occlusion alarm for an occlusion that occurs above the pump. (The medication bag wing clip was not opened.) This pump was involved in one occurrence. Rptr is not positive about the other.